Event description:
The customer's daughter stated that the customer was hospitalized for high blood glucose levels. The daughter also reported no delivery alarms. The customer was called for more info. The customer stated that her blood glucose reading was 411 mg/dl when she was admitted. The customer reported that prior to the event, she was vomiting, had trouble breathing and had ketones. The customer also stated that she was hospitalized two other times for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.